Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection and interrogation was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2021-39053. It was reported that the patient had pocket infection. The infection could not be resolved by medical treatment. Therefore, the physician elected to explant the pacemaker system, including the device and right atrial lead, on (B)(6) 2021. Also a contralateral pacing system was tentatively implanted as a replacement. The patient was in stable condition.